Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the right femoral artery. The 90% stenosed, 3.5x35mm de novo lesion was located in the severely calcified and moderately tortuous right coronary artery. After crossing the lesion with a 12mm x 2.5mm quantum maverick balloon catheter the device was inflated to 20atm and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the right femoral artery. The 90% stenosed, 3.5x35mm de novo lesion was located in the severely calcified and moderately tortuous right coronary artery. After crossing the lesion with a 12mm x 2.5mm quantum maverick balloon catheter the device was inflated to 20atm and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Correction: event date updated from (B)(6) 2013. Device evaluated by MFR: device was returned within a quantum maverick product pouch and shelf box that matched the information on the device. The balloon was tightly folded, with no indication of positive (inflation) pressure. The hypotube was separated 59cm from the tip. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Functional testing could not be performed because the inflation lumen was not intact due to the hypotube separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).